Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the luer-hub(brown) was falling off from the extension line". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc for analysis. Signs of use were observed on the catheter and extension lines. The catheter body appeared to be intentionally truncated and was returned in several pieces. Visual inspection revealed no obvious defects or anomalies in the extension lines. Both extension lines were observed to be secure to their respective luer hubs. The catheter pieces measured 144mm, 25mm, 11mm, and 39mm, totaling 219mm, which is within the specification limits of 207-227mm per catheter graphic. The distal extension line outer diameter (od) measured 2.92mm which is within the specification of 2.90-3.00 per extension line extrusion graphic. The distal extension line inner diameter (ID) measured 2.1336mm, which is within the specification limits of 2.11-2.21mm per extension line extrusion graphic. The proximal extension line od measured 2.94mm which is within the specification of 2.90-3.00 per extension line extrusion graphic. The proximal extension line ID measured 2.1336mm which is within the specification limits of 2.11-2.21mm per extension line extrusion graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately, attached to the leak tester the distal tip of the catheter was occluded and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional leak testing. A manual tug test confirmed both extension lines were secure to their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of an extension line/luer hub separation could not be confirmed by complaint investigation of the returned sample. Visual analysis revealed both extension lines were fully secured to their respective luer hubs. The catheter and extension lines passed all relevant dimensional and functional requirements. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Based on the sample received and the available information, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the luer-hub(brown) was falling off from the extension line.". No patient harm. The device was removed and replaced. The patient's condition is reported as fine.